Event description:
It was reported that the device found in standby mode on 2 separate times during follow-ups; in january 2007 and in april 2007. The february and march follow-ups were found normal. The device remains implanted. The files were sent to the manufacturer for review.

Manufacturer narrative:
A response from the manufacturer is pending.